Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 for the same event: it was reported that during an unspecified surgical procedure, it was discovered that two attachments devices did not spin and the bearings were bad. It was further reported that the devices would not allow a cutter device to pass through. There were no delays to the surgical procedure as a spare device was available to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the nose cone had bands that were discolored / coming off and the bearings were no longer in axial alignment not allowing insertion of the cutter. During repair and disassembling of the device it was discovered that the nose cone was worn from normal use over time and the bearings were worn / corroded which was consistent with misaligned bearings and not allowing cutter insertion. The assignable root cause was worn out bearings from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.